Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7101988/7102340 UDI: (B)(4). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial:(B)(6). Batch: 28347401. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulation (scs) explant procedure and was doing well postoperatively. All explanted device components were discarded and will not be returned.